Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will eval it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On 11/02/2004, the pt contacted lifescan (lfs) and reported that his one touch ultra meter was not powering on. He had called his pharmacy for advice and was told to call lfs to have this issue resolved. During troubleshooting with the customer care rep, it was verified that the pt was using the correct tests strips. He was asked to press the power button, but the meter would not turn on. The batteries were also correctly installed and were replaced less than one yr ago. The pt was feeling tired at the time of concern, but did not receive any medical treatment. The last time he was able to test was at "12:30" (date unk), with a result of 69mg/dl. Based on the info provided, there is no info to suggest that the pt experienced any injury due to the meter malfunction. However, there is indication that the product malfunctioned and that it meets the criteria for a medical device reportable. This case is reported as a meter malfunction since the power issue was not resolved. A replacement one touch ultra meter was sent to the pt.